Event description:
Customer called to report that she had a pod, that she had put it on that morning. A few hours later, her bg had risen to 489. She removed the pod, to find that the cannula had never inserted. She was able to activate a new pod successfully, and her bg had dropped to 354 at the time of the call. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received, the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that, the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.